Manufacturer narrative:
No device malfunction suspected or reported by user facility. Reported event is not part of any product trending.

Event description:
It was reported by the user facility that a patient claimed to have received guillain-barre syndrome after an ipl treatment.